Manufacturer narrative:
H6: investigation summary : photos received by our quality team for investigation. Through visual evaluation, the label on the box is different from the product inside the box. A device history review was performed for reported lot 3088441, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, the root cause of this incident is likely related to the inspector placing the incorrect item number within the shelf carton for item 300017.

Event description:
It was reported that 1 carton of bd precisionglide¿ needles was incorrectly labeled. The following was received from the initital reporter: verbatim: shipping carton is identified as 40x12 needles, but inside it's 30x7 needles. Customer reports 1000 units (1 shipping carton).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 carton of bd precisionglide¿ needles was incorrectly labeled. The following was received from the initital reporter: verbatim: shipping carton is identified as 40x12 needles, but inside it's 30x7 needles. Customer reports 1000 units (1 shipping carton).